Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during a fleet assessment in the transitional care unit, three lvp devices with either damaged/corroded/contaminated iui connectors. There was no patient involvement.

Event description:
It was reported that during a fleet assessment in the transitional care unit, three lvp devices with either damaged/corroded/contaminated iui connectors. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a code.